Manufacturer narrative:
The lot complaint history and device history review (DHR) were not reviewed as no lot information was available for this complaint. The wet active fluid module system (fms) was visually inspected and functionally tested using a calibrated console. The sample could be recognized and the service data could be retrieved from the console. However, the sample failed to prime and generated a system message code 162. A leak occurred at the aspiration tubing to insertion. The aspiration tubing was pulled out from the cassette. Observing leakage was due to lack of solvent created channeling between the wall of the cassette and the aspiration tubing. The customer¿s complaint was confirmed. The root cause of the customer's reported event was due to an assembly error during the internal manufacturing process. Due to lack of solvent used during the assembly process, the aspiration tubing did not properly adhere to the cassette, which caused the priming failure. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the aspiration did not function during the ultrasound phase of a cataract surgery. The product was replaced and the surgery was completed. There was no patient harm.